Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 3089016 and el6cd1. A search of the complaint database finds additional reported incidents against lot code 3115913 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that patient has experienced pain and swelling. Update: (B)(6) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of metallosis, and stem loosening. Records are available for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of cup. After review of medical records, patient was revised to address aseptic loosening, right total hip arthroplasty. Added account name, facility name, revision surgeon, and ip (cup).